Event description:
Event description guidant received information that the patient with this pacemaker had open heart surgery. Afterwards, the atrial threshold was high. The pacemaker was then programmed to high atrial outputs to compensate. Prior to surgery, the battery status was good. Today, the device is at replacement time. Also, the device is on an advisory. The pacemaker will be sceduled for replacement.